Manufacturer narrative:
Concomitant medical products: product ID 8780, serial# (B)(4), implanted: (B)(6) 2015, product type: catheter. (B)(4).

Event description:
On (B)(6) 2015, information was received from a healthcare professional via a company representative in regards to a (B)(6) patient who was being treated with lioresal intrathecal (500 mcg/ml). The patient¿s pump was implanted on (B)(6) 2015. The surgeon received a call on an unknown date from the facility where the patient lives. The patient experienced purulent drainage from the pump incision. The event was device related, so there was no troubleshooting performed. The patient was being put on antibiotics. It was noted that patient¿s surgeon was trying to treat the infection prior to the explant in order to salvage the system. The issue had not resolved as of the date of this event; the patient was alive without injury. Surgical intervention had not occurred. On (B)(6) 2015 additional information received from the healthcare provider reported the patient¿s medical history included multiple sclerosis, spastic quadriparesis, joint contractures and the indications for use was noted as intractable spasticity. The pump was filled at the time of implant on (B)(6) 2015. The therapy start date was (B)(6) 2015 and the end date was (B)(6) 2015, filled with new meds. The pump was programmed to deliver lioresal 99.93mcg/day. The infection had resolved.

Event description:
The health care professional later reported that stated that the infection resolved without surgical intervention and the patient was doing fine now. She stated that the patient was last refilled on (B)(6) 2015.